Event description:
It was reported that a patient experienced a right-sided rupture and underwent implant removal and replacement with sientra breast implants on (B)(6) 2024. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).